Event description:
An ophthalmic surgeon reported that the laser had been turned off and on, and then it started to shoot without the joystick button being pressed. There was no harm to any pt or staff member.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).